Manufacturer narrative:
Visual inspection under magnification revealed extensive electrode wear on all electrodes. There is dried tissue present on the tip with minor discoloration around the shaft near tip from activation of wand. There were no manufacturing abnormalities observed. Functional testing using a compatible controller in saline solution at default and max settings, identified plasma was observed on the remaining electrode legs. Suction and saline lines were tested and both performed as intended. Customer's allegation of electrodes melted was determined to be normal erosive wear from excessive use. Physical evidence and information provided by complainant determined root cause for event to be end of useful life of device. Customer reported that the wand was cumulatively used approximately 25 minutes switching from set point 7 to 8 after 15 minutes of ablation with use of the coagulation as needed. Factors that contribute to excessive electrode wear with reduced performance are: power settings above default level can reduce service life, and failure to monitor condition of the electrodes for the single use device. The IFU describes proper use of device including monitoring performance and replacing the wand if it is not functioning optimally. There are no indications that would suggest the wand did not meet product specifications upon release into distribution based on no deviations or ncr's. No deficiencies with the manufacture or design of the product were observed to require containment, remediation or correction.

Event description:
It was reported that during a tonsillectomy procedure using a evac 70 xtra icw wand, after 25 minutes of activation it was noticed that the electrodes on the wand tip were gone. The surgeon flushed the site to ensure that the electrodes were not left in the patient and then completed the procedure using a competitive device. There were no significant delays or patient complications reported as a result of this event.